Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the presumable and definitive root cause of the event could not be identified. The following is included in the instructions for use (IFU): inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the colonovideoscope had a foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.